Event description:
It was reported that inlet temperature (t3) measuring was unstable after calibration completion in an arctic sun device. It was resolved with disconnecting and connecting the plug. Then chiller temperature (t4) was continued to decrease, and system error occurred. Performed a calibration and running test. The room temperature was about 10c, but chiller temperature (t4) was 0c and system error occurred. Increased the room temperature, then running test was okay. The operation was unstable and need to check. Per review of wo on 14nov2025, there was no patient involvement.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.